Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. UDI: (B)(4).

Event description:
The contact from the facility reported that during the stent assisted coil embolization, a kink at the tip of the enterprise stent (enc451412/10416743) was found after the surgeon pushed it out of the sheath. The stent was changed to a new stent to complete the procedure. There was no report of patient injury. There was no damage to the introducer sheath. There were no kinks on the catheter prior to the issue. There was no significant delay to the procedure as a result of the issue. The introducer was fully seated and secured in the catheter hub during introduction of the device into the catheter.

Manufacturer narrative:
A non-sterile enterprise device was received inside of a plastic bag. The stent was found in its original position. The introducer tube and the delivery wire were inspected and no damages were noted on them. The received stent was inspected under microscope and no damages were noted on it. The received device was flushed using a lab sample syringe and the stent was pushed outside of the introducer without any difficulty and no damages were noted on it. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10416743. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer that the stent was kinked/bent was not confirmed. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Therefore no corrective action will be taken at this time.